Event description:
MFR's rep reported pt experienced withdrawal symptoms, and a significant volume discrepancy was noted in the drug reservoir. Expected reservoir volume (erv)=3.0ml, and actual reservoir volume (arv)=15ml. No alarms were noted on the programmer display upon interrogation of the pump. The implant duration of the pump is approx 6 years, therefore, pump replacement surgery has been scheduled. Final pt outcome was not available at the time of this report. Follow up info has been requested from the hcp, and an additional report will be sent when new info is received.